Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported hearing a buzzing, high pitch tone that only they can hear and the device moves. Follow up with the patient's clinic indicated that the patient has not been seen for a device check. The device remains in use. No further patient complications have been reported as a result of this event.